Event description:
Operative site event of knee, deep joint infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: there is no correlation with specific device properties although any foreign material implanted in the body raises the susceptibility to infection as airborne bacteria present in the operating room can adhere to the implant surface at the time of surgery and remain settled if not tackled by the body¿s immune system or the peri-operative antibiotic prophylaxis routinely provided. This is generic to any type of arthroplasty surgery. Infected arthroplasties in the first few weeks to months after manifestation can at times be cured with vigorous debridement, synovectomy, irrigation and systemic antibiotics while retaining the implant, commonly called I&d (irrigation & debridement). To improve the rate of decontamination of the arthroplasty devices and thus success rate of surgery, some of the implants may be removed because bacteria may stick to the surface of implants where they create biofilms. These are glycoproteins on the implant surface that protect the bacteria against antibiotic activity. Polyethylene is more prone to such biofilm formation than metals and this is one of the main reasons why inserts are generally removed during I&d while the metal components are retained during the intervention for arthroplasty infection. Malfunction of the device is thus not present or relevant. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the medical review indicates that - infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. Further information such as pathology reports including the strain of infection, patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-601; lot# ec46y, triathlon prim cem fxd bplt #5; cat# 5520b500 ; lot# ap98b, triathlon asymmetric x3 patella; cat# 5551-g-320 ; lot# d9t0.

Event description:
Operative site event of knee, deep joint infection.